Event description:
Rptr had a new CT scan and it shows that there is a dural leak and a puncture in his cranium; he has had constant pain and suffering with this operation. Hearing aids were implanted in 12/5/75.